Event description:
Pt returned to hosp with shortness of breath. An echo showed thrombosis on the valve. The valve was replaced at reoperation.

Manufacturer narrative:
Valve thrombosed, pt's inr was 1.8 heightenng risk of event. Photos taken by hosp lab were all that could be examined, the valve was disposed.